Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's ECG monitor, socket and cable assembly. The unit was calibrated and safety tested to factory specs.

Event description:
Customer reported an issue with the dpm 4 monitor, which may have affected ECG monitoring. No pt injury was reported.